Event description:
The pt's family member called lifescan in 11/04 and alleged that the pt's meter was reading inaccurately low. Medical affairs spoke to the pt's family member the next day and obtained the following info. The pt was obtaining low blood glucose readings of 37, 30, and 43 for the past 4 to 5 days. They did not experience any symptoms during those days. In 2004, they tested their blood sugar and obtained a result of 37 control, which is an error message due to incorrect technique. The pt later became incoherent and the paramedics were called. They tested the pt and obtained a result of 400 or 500 mg/gl. The pt was taken to the hosp and treated with insulin. The pt's family member stated that when the pt obtained a low result they would eat their usual meals. The pt is taking oral medications, however, they ran out of pills and has not been taking them for a while, they could not specify the length of time. The reporter did not have any test strips or testing supplies at the time of the call, therefore they were unable to describe the condition of the test strips or if they were expired, stored improperly, or opened longer than the discard date. The technique for applying the blood to the test strip was correct, however he could not state if the technique for cleaning the puncture site was correct. Based on the info provided, there is no indication of a meter malfunction. However, there is an indication that use error led to false low readings, which may have led to hyperglycemia. The pt ran out of their oral medication and was unable to monitor the increase of their blood sugar. A replacement meter and testing supplies are being sent to the pt.